Event description:
It was reported that post-operatively to a successful radiofrequency procedure, the patient experienced a femoral arterio-venous (av) fistula and pseudoaneurysm on the right side groin region. The groin was compressed as a result. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.